Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a euphora rx ptca balloon catheter to treat a severely calcified lesion in the left anterior descending (lad) artery. Tortuosity was average and stenosis was 96%. There was no damage noted to the packaging. The device inspected before use with no issues noted. The lesion was pre-dilated. The lesion was crossed with a 1.5 mm non-medtronic balloon, but the balloon did not inflate 100%. An attempt was then made to use the euphora balloon however the euphora balloon did not cross the lesion. The euphora was pulled back and was noted to be damaged. It was reported that the device detached at the balloon in vivo. The detachment occurred during withdrawal of the device. Excessive force was not used before the detachment occurred. The device was not kinked and restraightened during use. The detached portion was removed with the pci wire. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the proximal section of the balloon appeared to have partially inflated. There was a bond pull out at the transitional shaft. A review of the hypotube bond suggests that the bond was formed as the transition tubing was rounded. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.